Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with glucose values in the 200s while using the ilet with an inset 23", 6 mm infusion set, following a routine set change and a usual meal announcement; the family disconnected the pump, confirmed tubing fill with visible drops, noted a few drops at the tubing-to-site connection, removed the site with no bent cannula observed, inserted a new site, and administered a manual injection before pausing pump therapy. Symptoms included high blood glucose. Outcomes included temporary interruption of pump therapy with transition to manual injection and subsequent return to target range. Investigation included guided system checks for leaks, verification of tubing fill, site inspection and replacement, and education on monitoring, pausing therapy, resuming after mdi, and expectations for ilet adaptation. Investigation of this case revealed no pump leakage and no bent cannula, with the event consistent with hyperglycemia of unclear cause despite proper tubing fill and site replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.